Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported being recently released from the hospital after 3 days of hospitalization. During a follow-up with the patient, the patient stated she did not remember why she was hospitalized. She believed she was hospitalized due to weakness. During a follow-up, the patient's peritoneal dialysis registered nurse (pdrn) clarified the patient was hospitalized due to low platelet count. The patient was hospitalized on (B)(6) 2015 and discharged on (B)(6) 2015. The pdrn reported the patient had a history of low platelet count. She stated the cycler did not cause the patient's hospitalization. The patient has continued pd treatment on the liberty cycler without any problems.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.